Event description:
Patient event of pneumothorax. This case involves a patient with a tracheal stenosis caused from an episode of a prolonged intubation. The patient was taken to the or by the treating physician, where a size 6 layrngeal mask airway (lma) was placed for ventilation. This is more than adequate for performance of cryospray ablation. A flexible bronchoscope was placed through the lma. A tracheal stenosis was noted. The doctor performed an initial 5 second spray at normal flow which resulted in a desaturation of the patient. The patient remained hemodynamically stable and regained normal saturation. The doctor went ahead and performed another 5 second spray at normal flow and followed this by a balloon dilation. The patient's hemodynamics changed acutely and the patient was found to have a pneumothorax. A chest tube was inserted and the patient made an uneventful recovery.